Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047 - 2020 - 08421. Omsc confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device and found that the ventilation system didn't work due to damaged fans. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.